Manufacturer narrative:
D4 (lot number). D4 (lot number).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after reloading the cartridge on the pump; it was unknown if the customer underfilled the cartridge. The customer loaded a new cartridge to address the issue. The customer's blood glucose level was 237 mg/dl.